Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
Patient called and stated that she had a right hip replacement on or about (B)(6) 2009. Patient stated on or about (B)(6) 2018 she started experiencing limited mobility, bone loss, pain and now gets around in a wheelchair.

Manufacturer narrative:
Additional info: section d- explant date. An event regarding rom involving an unknown hip implant was reported. The event was not confirmed. Method & results: - product evaluation and results: not performed as the device was not returned for evaluation. - clinician review: the available medical records were provided for review with a consulting clinician who noted that," the event of bone loss, and/or mechanical complication following bilateral tha cannot be confirmed as insufficient information has been received for review. " - product history review: not performed as the device associated with the event was identified properly. - complaint history review: not performed as the device associated with the event was identified properly. Conclusions: it was reported that patient started experiencing limited mobility, bone loss, pain after her right hip replacement. A review of the available medical records by a consulting clinician noted that the event could not be confirmed as insufficient information was received for review. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Patient called and stated that she had a right hip replacement on or about(B)(6)2009 . Patient stated on or about(B)(6)2018 she started experiencing limited mobility, bone loss, pain and now gets around in a wheelchair.